Event description:
It was reported that a device was used during a laparoscopic colon. The device had a torn gasket. Another device was used to complete the case. Ther was no consequence to the patient.